Event description:
Sanjeva et al in long-term safety and effectiveness of the "optease" vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that the filter was not retrieved due to the presence of thrombus within the filter.

Manufacturer narrative:
Sanjeva et al in long-term safety and effectiveness of the 'optease' vena cava filter in cardiovascular and interventional radiology; doi: (B)(4), reported that the filter was not retrieved due to the presence of thrombus within the filter. Per the IFU, 'retrieval of the optease filter should not be attempted if thrombus is present in the filter and/or caudal to the filter.' No additional information has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.